Event description:
The patient was implanted with an obtape transobturator sling. Subsequently, according to the patient's attorney, the patient experienced serious pain and suffering. However, based on the current information received, the complaint has been changed to erosion.

Event description:
Caller reported blood glucose results of 321 mg/dl, 350 mg/dl, and 126 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.